Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided during some of the events, however, no date was provided. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy.